Event description:
It was reported that during the implant procedure the physician was unable to place the right atrial (ra) lead in a position to effectively sense p-waves. This was mainly due to the patients anatomy and medical history of multiple valve and CABG surgeries. The lead was removed and no atrial lead was placed as the physician chose to implant a single chamber implantable pulse generator (ipg) instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)